Event description:
It was reported that the renasys touch console is defective. It has the mainboard defective, due to this the battery cannot be recharged. It was used for a 20 years old patient hospitalized at home from (B)(6) 2020. The console was exchanged to complete the patient treatment. No information about delay. No patient harm reported.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.